Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 126 mg/dl. The caller stated that she removed the battery and that the insulin pump worked fine until now, when the button error alarm recurred. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
All buttons functioning properly during testing. However, found corroded keypad traces during visual inspection. No button error alarm during testing. Insulin pump received with cracked reservoir tube lip, case cracked at the display window corner, minor scratches on lcd window, scratched reservoir tube window, stained address and serial number label, and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.